Event description:
Four pts with discrepant hcg or ckmb results. Pt 1, initial hcg result 1114 miu/ml, repeated four times gave 3329, 3930, 90.47 and 4133 miu/ml. Initial results were not reported. The field svc rep determined the main cover was out of position therefore the s/r mechanism was unable to reach the correct sampling position. The field svc rep secured the main covered and performed s/r mechanism adjustments. Performance tests were performed.

Event description:
Four pts with discrepant hcg or ckmb results. Patient 2, initial hcg result <0.500 miu/ml, repeated twice gave 139.1 and 140.1 miu/ml. Initial results were not reported. The field svc rep determined the main cover was out of position therefore the s/r mechanism was unable to reach the correct sampling position. The field svc rep secured the main covered and performed s/r mechanism adjustments. Performance tests were performed.

Event description:
Four pts with discrepant hcg or ckmb results. Patient 3, initial hcg result <0.500 miu/ml, repeated twice gave 545.9 and 546.2 miu/ml. Initial results were not reported. The field svc rep determined the main cover was out of position therefore the s/r mechanism was unable to reach the correct sampling position. The field svc rep secured the main covered and performed s/r mechanism adjustments. Performance tests were performed.

Event description:
Four pts with discrepant hcg or ckmb results. Patient 4, initial ckmb result 1.97 ng/ml, repeated three times gave 2.30, 7.30 and 7.67 ng/ml. Initial results were not reported. The field svc rep determined the main cover was out of position therefore the s/r mechanism was unable to reach the correct sampling position. The field svc rep secured the main covered and performed s/r mechanism adjustments. Performance tests were performed.